Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Based on the information received it was indicated that during the transfer of resident to chair with maxi move lift and sling, one of the leg sling clip detached from spreader bar of lift and resident fell to the floor. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be low and slightly decreasing. The maxi move lift as well as sling was inspected. No malfunctions regarding lift and sling were reported which could have caused or contributed to the event. According to the above the sling and the lift which work together as a system were found to have been to specification when the event took a place. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. Based on product knowledge and previously made simulations this then leaves open a possible sequences of events: when the leg clip is not attached and under tension with the weight of the person in the sling from the start, a drop can be immediate after not being supported by the bed or chair, or after first some time being transferred horizontally and then being repositioned to seating position. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. There are additional scenarios, more in line with the description of the event, that also involve use that is not following the IFU. During transfer the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. According to the instruction for use for maxi move lift ( 001.25060.en rev. 9): "always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." "Do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient ." From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers was found to be insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On 19 december 2016 arjohuntleigh received customer complaint where it was reported that during the transfer of resident with maxi move lift and sling, one of the sling clips detached from spreader bar of lift and resident fell to the floor. The following was reported: "resident was in maximove lift. While he was in lift and being seated into his chair, staff were using manual dps bar to position and then the right leg clip popped off and he slid out and his right shoulder hit the leg of the maximove. Didn't complain of any pain to the shoulder area. Received laceration to right side of scalp. Resident did not go to hospital. No staples/stitches were required. Did not find anything wrong with the maximove lift or sling clips. Sling has been taken out of service and they will replace due to a little wear. No defect/ wear found on clips of sling. Little wear on sling, advised to replace which they have. Clips were not broken or worn. Tested maximove function. All worked normally. "